Event description:
A patient reported that their pump battery no longer held a charge effectively, occasionally draining completely from a 50% charge. Technical support calculated the average daily battery depletion using recent pump battery logs, which was 25.63%. There was no adverse impact to the customer's blood glucose level. The patient declined follow-up troubleshooting, and there was no additional information regarding the outcome of the issue.